Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the ampulla performed on (B)(6) 2011. According to the complaint, during the procedure, the cre balloon was inflated to 12mm however, access was lost to the duct. The physician regained access and attempted to inflate the balloon for a second time and a leak was noticed in the balloon portion of the device. It was confirmed that there were no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned device found no visible issues with the catheter. However, functional test revealed a hole in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon leak was confirmed, as the balloon was found to have a hole in the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011, that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the ampulla performed on (B)(6) 2011. According to the complaint, during the procedure, the cre balloon was inflated to 12mm however access was lost to the duct. The physician regained access and attempted to inflate the balloon for a second time and a leak was noticed in the balloon portion of the device. It was confirmed that there were no sharp objects in the area of dilatation. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of balloon leak. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.